Manufacturer narrative:
Based on the information provided, the causes of the operative complications cannot be determined. The article did not provide any specific information regarding the procedure dates or the da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. Citation (apa): route of surgery for sentinel node biopsy in endometrial cancer: laparoscopy versus robotics 10.3390/jcm14124013 fierro-2025-route of surgery for sentinel node.pdf. Https://doi.org/10.3390/jcm14124013. Section b3: date of event - due to lack of specific information regarding the event date associated with the adverse event, the article published date was used. Section d4: there is insufficient information to determine the specific system that was used during the procedures with complications; thus, a generic xi system was reported. Section e: initial reporter name is the designated article correspondence author.

Event description:
A review of the article reported the following adverse event. The most common intraoperative complication was uterine perforation (5%), occurring in two robotic cases. One vaginal mucosal tearing occurred during a robotic surgery. Postoperative complications included two cases of vaginal cuff hematoma in the robotic group.